Event description:
It was reported to st. Jude medical that in 2001, the device detected 9 fib episodes with inappropriate shocks, noise was also observed. Impedance measurements decreased from 600 ohms to 370 ohms. The lead was explanted on 2 days later, due to a suspected electrode insulation defect. Within an hour after the new lead was implanted, the same type of artifacts that were seen on the old lead were observed. It was also noted that the bipolar real time egms showed undersensing along with the device not detecting the intrinsic r-waves. The decision was made to implant a new device.